Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, improper shutdown was reproduced. A review of the history log revealed improper shutdown! Message. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be depressed battery contacts pins due to poor cleaning practice and fluid intrusion and also the standard battery had corroded contact pins. The standard battery and rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an improper shut down during device power up in the medicine department. There was no patient involvement. No additional information is available.